Event description:
It was reported that the a (atrial) - v (ventricle) connectors were broken. It was noted that the external pulse generator (epg) was older than five years; therefore, it could not be serviced. The caller was advised to trade-in the epg or to pull the connectors from another device. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).